Manufacturer narrative:
The reported fields of backup operation and no pacing output were confirmed. The reported field event of premature discharge of battery was not confirmed. The device was received in backup vvi mode with battery voltage at eol. Device image analysis indicated average daily battery voltage and current were normal prior to backup operation. Longevity assessment was performed based on average monthly current consumptions and it met the projected longevity.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented to the emergency room for bradycardia, the device found to be in backup vvi mode. Loss of pacing was observed on a surface electrocardiogram (EKG). It was believed the device was at end of life (eol). The device was explanted and replaced. The patient was doing well.